Event description:
It was reported that during an unknown procedure, the ptc detached from the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Clarification received from international sales rep that the top jaw detached, not the ptc.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch #unk. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.